Manufacturer narrative:
The device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field information, arthrex concluded that the allegation of a broken needle was caused by user error. Dfu-0392-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function." The complaint allegation was not confirmed. The failed device is not shown in the customer's attached picture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, an FDA medwatch notification was received via email. A facility representative reported that during arthroscopic shoulder surgery on (B)(6) 2025, an ar-13995n multifire scorpion needle broke, causing metal fragments to remain in the patient.